Manufacturer narrative:
Batch review performed on 29 january 2020: lot 150409: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medical affairs director: less than 3 years after primary cemented tka, the components are removed and exchanged to a constrained device. The reasons are reported to be of twofold origin: the poly insert had not been fully inserted at primary surgery and therefore the knee never worked properly; the mcl was found to be very loose and unable to stabilize an unconstrained knee. This condition may be a consequence of the not-fully-seated poly, but of course it cannot be determined with certainty. The insert-holding screw was probably never fully seated either, as can be surmised looking at the post-op radiograph, where the screw is shown at an angle from the perpendicular to the baseplate. The root cause of this situation should not be sought in a defective device.

Event description:
The patient came in for a check-up appointment 3 years and 2 months after the primary. The poly dislocated from the tibial tray. As shown in the x-rays, the knee looked maligned, improperly oriented, and mechanically unstable. Everything was revised with a gmk-hinge system and the surgery was completed successfully.

Event description:
The patient came in for a check-up appointment 3 years and 3 months after the primary. The poly dislocated from the tibial tray. As shown in the x-rays, the knee looked not well aligned, improperly oriented, and mechanically unstable. Everything was revised with a gmk-hinge system and the surgery was completed successfully.